Manufacturer narrative:
(B)(4). Concomitant medical products: distal lateral fibular plate left 6 holes 106 mm length pn: 47235701806 ln: 63550687; 2.7 mm locking screw 14 mm length pn: 47482801402 ln: 63671062; 2.7 mm locking screw 12 mm length pn: 47482801202 ln: 63861780; 2.7mm locking screw 12mm long pn: unk ln: 62348896; 2.7 mm locking screw 18 mm length pn: 47482801802 ln: 63861772; cortical bone screw self-tapping hex head 3.5 mm diameter 18 mm length pn: 47234801835 ln: 63098016; cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length pn: 47234801235 ln: 63406688; cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length pn: 47234801235 ln: 63406688; cortical bone screw self-tapping hex head 3.5 mm diameter 40 mm length pn: 47234804035 ln: 61168845; cortical bone screw self-tapping hex head 3.5 mm diameter 46 mm length pn: 47234804635 ln: 61214651. Report source: foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00655, 0001822565-2019-00656, 0001822565-2019-00658, 0001822565-2019-00659, 0001822565-2019-00660, 0001822565-2019-00662, 0001822565-2019-00663, 0001822565-2019-00664, 0002648920-2019-00109, 0002648920-2019-00108. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to screw backing out and alleged infection. However, there was no growth from three samples.